Event description:
The following has been reported: nurse reported: during shift report this morning staff was informed by rn (superuser tcu) that rn had been informed of 3x instances where the ivenix pump unexpectedly shut down without warning as follows: while conducting a transport simulation with the new ivenix pumps, it was reported that once inside of elevator r the pump shut off unexpectedly. The pump did not turn back on when the elevator opened (it is believed this simulation took place sometime in the last 1-2 weeks). While transporting patient and upon entering elevator r once the doors closed the pump shut off during an active infusion. After exiting the elevator the pump was turned back on again and the infusion had to be reprogrammed (believed to be IV fluids). (Similar description as # 2) while transporting patient and upon entering elevator r once the doors closed the pump shut off during an active infusion. After exiting the elevator the pump was turned back on again and the infusion had to be reprogrammed (believed to be an antibiotic). (B)(6) denies patient harm or delay to therapy. The infusions were restarted without issue upon exiting the elevator. Nurse received this complaint. Staff took a pump and tested at running infusion inside of every patient elevator at the hospital and were unable to reproduce the same issue. Nurse also learned that there is no "r" elevator on site, however we did hear nicu nurses say refer to "our" elevator (when referencing elevator 19). Nurse tested elevator b (service and patient transport), c #17, # 19 nicu. Nurse denies patient harm or delay to therapy. A preliminary review of the logs identified the following issue: unexpected stop. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.